Event description:
It was reported that the collected blood clotted in the reservoir. Approx 100 cc's of collected blood could not be re-infused. The account had a back up to use to complete the re-infusion with no allegation of adverse consequences.

Manufacturer narrative:
The device was not returned to the MFR. A device history review cannot be completed, as the lot number was not provided. If additional info is received, a follow up report will be filed.